Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(6)- the dentist reported that 6 months after the dental implant was installed in intraoral region #7, its non-osseointegration was observed. The patient presented bone type iii, immediate implant procedure was performed and 32ncm of primary stability was achieved.